Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 90-year-old male patient presented for high-risk angioplasty procedure with impella cp support. Unsure if case completed successfully. During repositioning of the impella, it was found that impella buckled on itself, and repositioning sheath snapped at blue suture hub and tuohy-borst lock. Physician decided to remove the impella. During impella cp support, the impella was repositioned. The impella shifted during the repositioning, causing damaged to the guidewire repositioning unit (gwru) at the blue suture and touhy borst lock location, and the impella was explanted as a result. It was noted in the case that the patient had calcification in the vessels and there may have been excessive force applied during the removal. There were no adverse effects to the patient as a result of the reported damage to the gwru.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.